Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the cuff could not be inflated during the inflation system test".

Event description:
It was reported that "the cuff could not be inflated during the inflation system test".

Manufacturer narrative:
(B)(4). The reported issue that the cuff could not be inflated could not be confirmed upon investigation of the returned sample. The customer returned an actual sample for investigation. Visual inspection was conducted on the received sample and no abnormalities were observed. Functional inspection revealed that the product was able to be inflated and deflated without any issues. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned complaint device, no issues were found.